Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Due to high motor currents and widening separation of left ventricle and aortic signals with adequate placement it was determined that the pump is failing. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of optical signal issue. The device was not received for evaluation. The root cause of the optical signal issue was unable to be determined since product was not returned. This report is being filed as part of a retrospective review of historical records.